Event description:
On (B)(6) 2016, the patient was scheduled to have an MRI without contrast. Prior to the opening of the MRI suite for routine clinical use, the MRI-compatible ventilator was tested in zone 4 (inside MRI suite), behind the 200 gauss line that was demarcated by the technical specialist from the vendor for the ventilator (maquet). The test was identical to that used in other MRI installations and indicated that the ventilator was safe to use. The patient was transported from the ICU to MRI with the respiratory therapist. Prior to the patient being brought into the MRI, the respiratory therapist set-up the same MRI-safe ventilator in zone 4 (inside MRI suite) behind the previously marked 200 gauss line, as appropriate. The ventilator, however, was pulled toward the MRI magnet. The batteries came off the ventilator and were pulled onto the front of the MRI. No one was harmed during the event. The ventilator and batteries were able to be removed safely from zone 4. The MRI couch control panel was rendered temporarily inactive, but was reset and repaired the following day. The event did not require a quench or ramp down of the magnet.